Event description:
IV infiltrate (right extremity) with development of compartment syndrome requiring fasciotomy of right arm and hand. IV was on infusion pump. Pt expired secondary to consequences of trauma admission, not secondary to consequences of IV infiltrate.